Event description:
Reporter indicated that her hp handheld computer screen became frozen after interrogation. She tapped on the handheld screen, and there was no change. Time passed, and then she was able to use the handheld to perform another interrogation; however, the handheld screen became frozen after interrogation again. A replacement handheld was sent to site. Attempts for product return have been unsuccessful.